Event description:
Clinician drawing blood experienced a leak in the tubing of the bd ultratouch push button blood collection set (ref# 367364). After further investigation, it was determined that the lot (#5328671) of this product had a pinch in the tubing resulting in an opening of the tube. Other lots did not seem to have the same defect. All affected products were pulled.